Event description:
It was reported to the MFR by the caregiver ((B)(6)), per the caregiver, she was moving the pt from the wheelchair to the bed. She lifted the pt and turned to move the wheelchair. The pt fell to the floor in the lift. She called the police to assist her to get the pt to the bed. No injuries. (B)(4) have been entered into our system to retrieve the lift for evaluation. As of this writing, the lift has not been returned to (B)(4) for evaluation.

Manufacturer narrative:
(B)(4) sending the report to the manufacturer.